Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a (B)(6) programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced. No further information was provided.